Manufacturer narrative:
The returned device was evaluated and investigation of the device did not find any damages or defects that could affect insulin delivery. The downloaded data does not show any timeouts or drive stalls that could indicate a failure of the pod to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 545 mg/dl while wearing the pod for 3 hours. Once at the hospital the patient removed their pod. The patient was treated with intravenous fluids as well as insulin. The patient was released from the hospital after 20 hours.

Manufacturer narrative:
The device has been returned/received to date. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.